Event description:
Arthralgia [arthralgia], could not bend her knee [joint range of motion decreased]. Case description: spontaneous report was rec'd on (B)(6) 2012, from a physician regarding a (B)(6) female pt (initials: not provided), with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, at a dose of 2 ml into an unspecified location (route and frequency not provided). The lot number of synvisc was not provided. On an unspecified date in 2012, the pt rec'd second injection of synvisc (both first and second injections were w/o problems). On (B)(6) 2012, the pt rec'd third injection of synvisc. On (B)(6) 2012, the pt developed arthralgia. The same day, the pt could not bend her knee and she kept resting. On (B)(6) 2012, the pt could bend her knee little by little and the event of arthralgia was alleviated. The outcome for the event of "could not bend her knee" was not provided. Concomitant medications included suvenyl (hyaluronate sodium). The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of arthralgia as definite and did not provide the relationship between synvisc and the event of could not bend her knee.

Manufacturer narrative:
Add'l info was rec'd on (B)(6) 2012, in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore a batch review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by this report.